Event description:
Event: post implant intervention. Event narrative: the patient was reported to have calcific iliacs and a tortuous and calcified left attachment site. Access was made through the external iliac artery. The graft deployment was uneventful. 1 day post op: the patient developed descreased foot pulses and was brought back to the or. Stents were placed bilaterally to establish proper flow.